Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine follow up in the clinic, the physician noticed a small hole at the incision site of the implantable pulse generator (ipg). It was noticed that there was a drainage from the site. The ipg and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.